Event description:
In 2009, the clinician reported that while placing an implant into the pt, the pt aspirated the pra (internal ratchet & hand wrench adapter). Pt was taken to a hosp where surgery was performed to remove the instrument from the pt's left lung. The next day, biohorizons was informed by the clinician's assistant that no instrument had been found in the pt's lungs during surgery. The next day, biohorizons was informed by the clinician's assistant that doctors at the hosp had determined that the pt swallowed, rather than aspirated, the instrument; the pt was expected to pass the instrument through her digestive tract without incident, but the clinician considered the instrument unrecoverable.

Manufacturer narrative:
The pra was part of the internal surgical kit (lot# 0802204); kits were assembled using multiple lot numbers of the pra (lots po0003238, 09070113, and 01080129), and the actual lot # of the pra instrument involved could not be determined. The instrument was not returned for eval, and no items pra of the lot numbers used to build the surgical kits remained in stock. Functional interface shake testing was performed on two (2) units of pra (lot # 0902393) from inventory; 2/2 units remained secured in the test ratchet, even with vigorous shaking, and no discrepancies were noted. Device history record review demonstrated the device was mfg to design specifications.